Manufacturer narrative:
(B)(4). Date sent: 3/8/2021. Additional information was requested, and the following was obtained: what is meant by ¿did not dislodge¿? Please describe staple form. How was the issue addressed intraoperatively? Was a leak test performed? If so, what type and what was the result? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? What is the current patient status? After the cartridge was fired, the staples didn't take b formation and didn't close the tissue. Because the stapler blade cut the tissue, 4cm wide opening was formed o the stomach and bleeding leakage occurred. The opening on the stomach was tried to be closed with another cartridge. Leak test was performed and no leakage was found. The leak continued for 30 days. 2 stents were placed into patient. The patient has been discharged from turkey and now in hospital in spain. The patient will also be discharged in the hospital in spain.

Manufacturer narrative:
(B)(4). Event date unk. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is meant by ¿did not dislodge¿? Please describe staple form. How was the issue addressed intraoperatively? Was a leak test performed? If so, what type and what was the result? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the staples of the blue cartridge that he used last in the bariatric and obesity case did not dislodge on the fundus side of the stomach, but the stapler blade cut and separated the tissue. The patient was taken into ICU after the surgery. Hospital stay of the patient has extended and stent was used on the patient.